Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis and host tissue overgrowth were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on leaflet 2 and minimal calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6.5mm on leaflet 1 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm tear near commissure 2 and leaflet 3 had a 4mm non-transmural tear near the free margin area. Calcification was evident at the tears. Leaflet was observed to be thickened and swollen from calcification. Sewing ring was cut off around the valve. Wireform was exposed near leaflet 3 on the outflow aspect and on commissure 1. Sutures remained around the sewing ring. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There can be several root causes of leaflet immobility or leaflet restriction. Stenosis/regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, it was determined that the root cause of this event was due to host pannus overgrowth and calcification as demonstrated in the device evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm pericardial aortic valve, implanted approximately ten (10) years, was explanted due to aortic stenosis secondary to pannus growth. This device was originally implanted to correct aortic stenosis. This device was explanted and replaced with a 19mm edwards pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in a general ward at the hospital. The condition of the explanted valve was reported as ¿pannus growth was observed at inflow aspect, and it was considered that it led to aortic stenosis. The leaflets were slightly hardened."

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.